Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump dropped from his belt loop and hit the rug and now it has a blank screen. He said that it looks as if the battery came out as well as a piece from the pump housing. The customer¿s blood glucose, at the time, was 105 mg/dl and his current is 363 mg/dl. He stated that he treated with a shot. He was advised to discontinue use of the pump and revert to a backup plan per his doctor. The pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.